Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the paramedics were called due to low blood glucose readings of 20 mg/dl. Customer declined to be taken to the hospital. Customer reported that his wife had treated him with a glucagon shot. Customer also reported that there is a huge difference between the blood glucose readings versus the sensor glucose readings. Customer stated that there has been a 50 mg/dl point difference. Customer's blood sugar levels were once below 100 mg/dl while the sensor showed 160 mg/dl. The drive support cap was noted to be normal. No further information reported.